Manufacturer narrative:
H.6. Results code 1: 213: a review of the manufacturing records for the device verified the lot met all pre-release specifications.

Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Event description:
The following was reported to gore: on (B)(6) 2014, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. No issues were observed during the procedure. On an unknown date, follow-up exam identified a distal type I endoleak and aneurysm enlargement (amount unknown). The cause of the endoleak was reportedly disease progression. On (B)(6) 2021, additional stent graft was implanted to extend the right leg to the external iliac artery. The right internal iliac artery was embolized prior to the device implant. The patient tolerated the procedure.